Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device's display went blank after alerting them that their blood glucose is going low. They had just changed the infusion set. The customer's blood glucose was 84 mg/dl. It was unclear if the blank display was fixed. The device will not be returned for analysis.